Event description:
The facility reported failure code 810:04 on channel a. Information was not provided regarding whether or not the failure code occurred during an infusion. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.